Event description:
The patient contacted animas on (B)(6) stating that after swimming an alarm was sounding from the pump. The patient claimed to have disconnected, took the battery out and reinserted it, and rebooted the pump. The patient stated that all of the keypad buttons were unresponsive after rebooting the pump. The patient reported that the ok button is worn but the keypad was allegedly intact. The patient claimed the screen started to constantly flicker after the keypad issue began. The patient reportedly wore the pump exterior to garment and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue. (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The pump was returned with visible moisture in the display, and leak testing revealed a display lens leak. The pump casing was removed for investigation, revealing corrosion on the keypad connector, the force sensor plate, the force sensor connector, and surrounding components.